Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient was disconnected from the pump and placed on injections on an unspecified date in (B)(6) 2013 due to high blood glucose (bg) levels. The reporter informed the animas representative that in (B)(6) 2013, they noticed that the patient¿s (B)(6) had gone up and the patient was obtaining bg readings in the 400¿s mg/dl to 500¿s mg/dl. The patient¿s mother stated the only symptom the patient had was testing positive for ketones. The patient administered a bolus in response to the high bgs. At the time of the call, the reporter mentioned that when the patient was obtaining the high bgs she noticed that at times the cannulas were kinking and other times they weren¿t. The patient¿s mother also mentioned that the patient was under a lot of stress and was not sure if high bgs were due to set issue or related to patient¿s health. At the time of the call, the reporter did not have the subject pump available to review settings and history. The reporter informed the animas representative that the patient would resume insulin pump therapy after football season. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.